Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set the cannula broke off. The following information was provided by the initial reporter. The customer stated: the "needle is detaching and getting stuck in tube during sample collection."

Event description:
Sit was reported when using the bd vacutainer® ultratouch¿ push button blood collection set the cannula broke off. The following information was provided by the initial reporter. The customer stated: the "needle is detaching and getting stuck in tube during sample collection."

Manufacturer narrative:
H.6. Investigation summary: bd received 1 customer photo from the customer in support of this complaint. The customer photo shows the non-patient cannula detached from the device and stuck in the collection tube. Additionally, 30 retention samples from the bd inventory were subjected to visual functional testing with a tube. All the retain samples passed with no evidence of separation. Bd is able to confirm the failure mode of separates during use based on the customer photo analysis; however, the issue of separation was not observed with the retention sample testing. Bd was unable to determine a root cause for the reported issue. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.